Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced foreign matter with the tube. This event occurred once for two separate lots. The following information was provided by the initial reporter. The customer stated: there is a film on the tube.

Manufacturer narrative:
(B)(6). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2020950. Medical device expiration date: 2023-07-31. Device manufacture date: 2022-01-20. Medical device lot #: 2087239. Medical device expiration date: 2023-09-30. Device manufacture date: 2022-03-28. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter was observed. A film can be seen at the top of the tube, however the nature and origin of the foreign matter cannot be determined from the photo. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.